Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The console was restarted multiple times and the coaxial and electrical umbilical cables were replaced, but the system notice persisted. The balloon catheter was also replaced without resolving the issue. The console was adjusted to resolve the system notice. It was then reported that the sheath kinked during maneuvering within the patient. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.